Manufacturer narrative:
(B)(4). If additional information becomes available a follow up emdr will be submitted.

Event description:
Pleurx catheter drain system was used off label on a pediatric patient. While the pleurx catheter was hooked to the atrium drain system our adapter drain line (50-7245) came apart behind the locking connector piece. This happened twice to this patient. Report states there was no patient impact. (B)(6)2015 additional information received from customer: staff walked into the room and found it disconnected. The patient is a (B)(6) male. So outside of normal (B)(6) activity while in the hospital setting. No there isn't any increased activity. The issue happened during patient use. There was no injury but we did obtain a chest xray to check for a pneumothorax since the tube was open and free to entrap air. There was no procedure being performed. Lot number is not available.

Manufacturer narrative:
(B)(4). Photos (only) were provided for sample analysis. Failure mode could be confirmed as the photo shows the drainage line disconnected. Device history record review could not be performed since a lot number was not provided for evaluation. Most probable root cause could not be determined since no issues were found during the applicable manufacturing, packaging and inspection processes that can relate personnel, material or method with the reported failure. Even though an adverse trend has been detected for the reported failure mode, no action has been taken since the process has been improved and during the validation it was identified that the assembly between the tubing and the accessories is stronger.